Manufacturer narrative:
A customer in austria notified biomérieux of obtaining a misidentification of aeromonas hydrophilia as aeromonas media in association with their vitek® ms instrument (ref. 410895, serial number (B)(6) ). The instrument gave a single single choice identification to aeromonas media and a low discrimination choice of aeromonas media / aeromonas sobria / aeromonas veronii. The customer expected the identification to be aeromonas hydrophila, as the strain was an external quality control sample (neqas 4683 ¿ sample n° 5732). Investigation: investigator reviewed biomérieux database for similar reports. Since january 2016, one other complaint was recorded for an aeromonas hydrophila misidentified as aeromonas media. It is also related to the same external quality control - neqas 4683 ¿ sample n° 5732. Fine tuning: status good during tests made on 04 aug 2020. Spot preparation quality: the sample ¿all peaks¿ values are quite homogeneous. The calibrator sample spot preparation was non-optimal. The calibrator ¿all peaks¿ values are quite heterogeneous. This could be explained by a non-optimal spot preparation of the calibrator strain (culture, spot, different operator¿). The complaint laboratory did not request submission of the customer strain; biomérieux subscribes to the same external quality control and are able to analyze the sample sent directly from neqas. Investigation testing: customer's strain was isolated and tested according to the following protocol: five (5) spots with customer strain were tested with vitek ms v3. Qc lab mzml files were reprocessed with vitek ms kb v3.2 (kb used by the customer) and the five spectra led to: - four single choice to aeromonas media. - one low discrimination to aeromonas media - aeromonas salmonicida/bestiarum. Biomérieux quality control laboratory reproduced the vitek ms customer results, and did not obtain the expected identification to aeromonas hydrophila. Based on these results, decision was made to perform sequencing method of this strain by our r&d department to confirm the identification. R&d sequencing testing: the strain was identified as aeromonas media by gyrb-aero gene sequencing. The result is different than the expected ID provided by the external quality control - neqas 4683 - sample n ° 5732. The sequencing result is in accordance with biomérieux qc lab and customer¿s vitek ms results. Consequently, there is no organism misidentification issue; vitek ms provided the expected identification, there was no malfunction. Conclusion: no corrective or preventative actions are called for at this time as the system functioned as designed and correctly identified the organism in question (per gene sequencing).

Event description:
Vitek® ms is a bacterial and fungal identification system which uses the matrix-assisted laser desorption/ionization (maldi) mass spectrometry method from clinical cultures. A customer from (B)(6) reported that he obtained a misidentification of aeromonas hydrophilia as aeromonas media when using vitek ms instrument (ref. 410895) ¿ serial number (B)(4). The customer reported that when testing the proficiency strain neqas 4683, sample number (B)(6), vitek ms instrument gave aeromonas media while the expected result was aeromonas hydrophilia. As this event occurred during proficiency testing, no patient is involved. A biomérieux internal investigation has been initiated.